Event description:
Customer's wife reported blood glucose results of 527 mg/dl and 168 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms of hyperglycemia, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.